Manufacturer narrative:
Continuation of d10: product ID 37603 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type implantable neurostim ulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep indicating that both stimulators were functioning when checked in hospital on (B)(6) . Rep did not discuss stroke and cannot confirm whether hcp has confirmed a stroke has occurred or not.

Event description:
It was reported that the patient underwent protocol for stroke the day prior to contacting the manufacturer. No other information was provided at that time. Additional information was received from the patient's representative; they requested having patient's implantable neurostimulator (ins) battery checked. Patient had not been able to move their left side for about 4 days to a week and cause was unable to be determined. It had been suggested that patient go into hospice. Caller said that they [managing medical care] also wanted to potentially order an MRI to see if patient had a stroke. Caller said they would like to make sure the dbs battery is not dead or off to rule that out as a possible cause of the issues.

Manufacturer narrative:
Continuation of d10: product ID 37603 serial# (B)(6). Implanted: (B)(6) 2023: product type implantable neurostim ulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.